Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant. It was suspected that the patient's left-sided device was ruptured. However, on 11/13/2019, mentor became aware of a duplicate complaint file. That complaint file indicated that the device was not ruptured, and therefore the file was never reported as it was determined to not be a complaint. It is currently unknown if there was an adverse event, but that a report of possible rupture, even if refuted, could indicate asymmetry, so mentor is conservatively continuing to report the event.